Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system is unable to connect to picture archiving and communications system (pacs). Troubleshooting steps were performed. The manufacturer representative reported that the wireless ip address under digital intercommunication of medicine (dicom) transfer was ¿not available.¿ the manufacturer representative stated that upon entering the network settings, it was found that the wi-fi was off. It was noted that the system pulled images from pacs right before this issue occurring. The manufacturer representative rebooted the system and turned the wi-fi on, and the issue was resolved. However, the manufacturer representative reported that the system had been having intermittent connection issues. No patient involvement was reported.